Event description:
Procedure: lap colon. Reportedly, the stapler jaws of the device got locked on tissue. The device was removed by placing a second next to the area and open up the jaws. There was no injury to the patient.